Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the ventilator alarmed occlusion: safety valve open. The customer reported patient involvement with no harm to the patient.